Event description:
The customer called for help with a meter used by apex ems. While troubleshooting, the customer performed control tests and received results of 163 and 157 mg/dl. The normal control range was 86-115 mg/dl. The customer did not allege that any patients experienced adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.